Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2018-00206 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who intended to report a product complaint, concerns a male patient of unknown age and ethnicity. Medical history and concomitant medication were not provided. The patient received insulin glargine (rdna origin) (basaglar) cartridge via humapen ergo ii and humapen savvio red unknown dose, frequency, route of administration, indication for use and start date. On an unspecified date and time after starting insulin glargine via humapen ergo ii (lot number 1703d02) and humapen savvio red (lot number 1611v09) treatment, the patient experienced a hypoglycemia episode that lead him to experience a seizure that caused a fall and the patient hit his head. It was also mentioned that the patient did not see well and that this seizure was not the only one he experienced. The company considered the hypoglycemia, the seizures, the fall and hitting the head as serious due to medically significant reasons. Corrective treatments, outcome of events and information regarding exams were not provided. In addition, reporting consumer informed that the plunger (cursor) of one of the devices (not specified) did not fit the insulin cartridge and thought the problem was the insulin glargine cartridge (lot number: c833552c / product complaint number: (B)(4)); it was mentioned that many patients were with this same problem of not being able to make the insulin to rise. A procedure was performed with humapen savvio red once and the insulin did not came out; a second procedure was performed and the insulin did not came out again. The reporting consumer tried to select the units for the procedure (60iu) again and it was stuck on 2iu. It was unknown if any action was taken with insulin glargine treatment or its status. The devices operator and if this person was trained were unknown. The patient had used this device model and the reported suspect devices for unknown period. It was unknown if any action was taken with suspect devices. Return status was unknown. Reporting consumer did not provide any relatedness opinions. Edit 03dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 04dec2018: updated medwatch fields for expedited device reporting. No new information added. Edit 05dec2018: upon internal review on 05dec2018, humapen savvio was recoded to humapen savvio red based on provided lot number.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who intended to report a product complaint, concerns a male patient of unknown age and ethnicity. Medical history and concomitant medication were not provided. The patient received insulin glargine (rdna origin) (basaglar) cartridge via humapen ergo ii and humapen savvio red unknown dose, frequency, route of administration, indication for use and start date. On an unspecified date and time after starting insulin glargine via humapen ergo ii (lot number 1703d02) and humapen savvio red(lot number 1611v09) treatment, the patient experienced a hypoglycemia episode that lead him to experience a seizure that caused a fall and the patient hit his head. It was noted that the devices did not get into the insulin (B)(4). Lot number 1703d02) (B)(4). Lot number 1611v09). It was also mentioned that the patient did not see well and that this seizure was not the only one he experienced. The company considered the hypoglycemia, the seizures, the fall and hitting the head as serious due to medically significant reasons. Corrective treatments, outcome of events and information regarding exams were not provided. In addition, reporting consumer informed that the plunger (cursor) of one of the devices (not specified) did not fit the insulin cartridge and thought the problem was the insulin glargine cartridge (lot number: c833552c (B)(4). It was mentioned that many patients were with this same problem of not being able to make the insulin to rise. A procedure was performed with humapen savvio red once and the insulin did not came out; a second procedure was performed and the insulin did not came out again. The reporting consumer tried to select the units for the procedure (60iu) again and it was stuck on 2iu. It was unknown if any action was taken with insulin glargine treatment or its status. The devices operator and if this person was trained were unknown. The patient had used this device model and the reported suspect devices for unknown period. It was unknown if any action was taken with suspect devices. The suspect devices were not returned to the manufacturer. Reporting consumer did not provide any relatedness opinions. Edit 03dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 04dec2018: updated medwatch fields for expedited device reporting. No new information added. Edit 05dec2018: upon internal review on 05dec2018, humapen savvio was recoded to humapen savvio red based on provided lot number. Update 13dec2018: additional information received on 13dec2018 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields, improper use and storage from no to yes, and added date of manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update 17dec2018: additional information received on 17dec2018 from the global product complaint database. Entered updated device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information relating to (B)(4). With associated lot of 1703d02 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 17dec2018 in the b.5. Field. No further follow up is planned. This report is associated with 1819470-2018-00206 since there is more than one device implicated. Evaluation summary: a male patient reported having both a humapen ergo ii device and a humapen savvio device. He reported that when using one of the devices (unspecified which one) "the plunger (device's injection screw) does not get into the insulin." He thought the problem might be with the insulin cartridge. The patient experienced hypoglycemia. The device was not returned to the manufacturer for investigation (batch 1703d02, manufactured march 2017). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to pen jams. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. In addition, the patient reported that he "does not see right." The core user manual states the humapen ergo ii device is not recommended for the blind or the visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. The patient used the device while visually impaired. It is unknown if this is relevant to the event of hypoglycemia.